Manufacturer narrative:
Service on this system was not disclosed. However, the system operated as intended. Automatic deletion of the storage device occurs after 400 images. No system failure.

Event description:
The customer reported the system experienced data loss. No report of pt injury.